Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos of the compromised packaging no photos are available. Is the product involved in the event available for evaluation? We regularly contact with sales rep about the device returning. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported during surgery preparation on (B)(6) 2021 and topical skin adhesive was used. The packaging was open. It was found during preparation, so it was not used for the surgery. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received.. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, was the packaging ""unsealed"" causing concern of sterility? Or was the package actively opened in preparation for a procedure with no issues with packaging and sterility? =>the package was originally open and there was no fluid. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Pending further analysis. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received. The analysis results found that one sample code was returned for analysis inside the packaging opened. Upon visual inspection, it was observed that the returned unit was containing a polymerized vial, and the ampoule was broken. This evidences that the pen device was broken. The seal area was inspected and evidence of not being properly sealed was found in the package. In an additional evaluation of the packaging was determine that there is presence of the seal coat under the suspected area. Due to the damages found on the device, the compliant is observed, a possible cause for these conditions is due to improper handling during transit or storage. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch all product is 100% inspected prior to release. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.